Event description:
Additional information received reported pipeline shield was not reported as being resheathed after deployment. On re-review, the event could have led to a potential sade. Incomplete opening of the pipeline shield device could have potentially led to an ischemic stroke if intervention was performed to obtain complete wall apposition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the proximal section and required balloon angioplasty. Mild poor apposition of the proximal inferior device occurred during the procedure requiring balloon angioplasty to achieve complete wall apposition. The pipelin was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. Post procedure complete wall apposition and occlusion of the index aneurysm with a raymond-roy scale class 1. The patient was being treated for a ruptured, fusiform aneurysm in the right internal carotid artery (ica), c5 segment. The max diameter was 2.4mm and the distal and proximal landing zones were 3mm. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Event description:
Additional information received reported pipeline shield was placed to treat a hemorrhagic stroke due to ruptured aneurysm. The subject did not have an ischemic stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.